Event description:
It was reported by a customer on (B)(6) 2011 there was diminished fiber tissue vaporization at 1,327 joules. Additionally, the customer reported an aim test was performed on the fiber. There were no error codes displayed on the console when this event occurred. The pt did not experience any difficulties during the procedure.